Event description:
It was reported that the left ventricular (lv) lead was found to be dislodged, as confirmed by x-ray and threshold testing, due to this, the lead was explanted. A new lead with the same model was implanted. No additional adverse patient effects were reported.